Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient does not feel therapy. The patient underwent surgery on (B)(6) 2020 during which the leads were reinserted into the ipg header to address this issue. Following the surgery, the patient has been programmed in multiple ways but does not feel the tingling sensation from the tonic program. X-rays were taken and there did not appear to be any movement of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.